Event description:
Customer reported a lancing device issue and indicated the button fell off the lancing device and therefore she was not able to test. Customer further reported that beginning on (B)(6), 2011 and continuing through (B)(6), 2011, due to not being able to test, she felt "dizzy, weak, had slurred speech" and subsequently experienced a loss of consciousness. Paramedics were called but did not provide any medical interventions. The customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, while troubleshooting with customer service, customer acknowledged the lancing device had been damaged or otherwise stressed, but did not elaborate.